Event description:
During a percutaneous transluminal angioplasty to an arterial-venous fistula ,the balloon was reported to have ruptured during inflation at 18 atm. There was no pt injury. This product will be returned for eval and testing. Additional info will be sent within 30 days upon receipt.